Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's son that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 41 mg/dl at the time of the incident. The customer was at 42 mg/dl at the time of admission. The customer was given food and juice to treat. The customer experienced symptoms such as confusion, sweating, and unawareness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed the customer's pump was found to have the wrong month and time. The customer had lows 2 days in a row. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr unomed set.